Event description:
In 2009, the pt reported that about 6 months ago her insulin infusion device started "acting weird" and "it made me sick." She said she is currently on her backup device and does not have her primary device with her to troubleshoot. She said she would call back once she had the device available for troubleshooting. On follow up with the pt the day prior, she stated she did not yet have the device back. Eight days after the original date, the pt stated she has her primary device back and had been using it since six days after the original date. She stated that about 6-7 months ago, she experienced elevated blood glucose readings in the 400-500's mg/dl and, she was not feeling well. Her normal blood glucose range is 150-240 mg/dl. Symptoms were nausea, fruity mouth and feeling light-headed. She stated she switched over to her backup infusion device and her readings returned to her normal range. She said she believes her elevated readings were related to the piston rod, but her device did not show any alarms or error messages. She said the piston rod was not grinding or making any noise. She said she does not attach the adapter and tubing prior to inserting the insulin cartridge into her device. She stated that 6 months ago, a small amount of insulin leaked into the cartridge chamber, which she wiped out. She said there is currently no moisture in the chamber. The pt was educated on the proper procedure to change the cartridge. The pt stated she is currently using her primary device and her readings are back to normal. The pt did not require assistance from a healthcare professional or second party to address issue. Product was replaced and requested to be returned for eval.